Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot patient be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had issues with the mobile power unit (mpu). The patient stated that the cord on the mpu was damaged due to their dog chewing on it. The cord only intermittently allowed for a power connection to the system controller which caused no external power alarms when connected. The mpu was replaced on (B)(6) 2024.

Manufacturer narrative:
Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of patient cable damage and no external power alarms was confirmed via evaluation and submitted images. An event log file was submitted for evaluation and data from the reported event date of 02aug2024 was reviewed. The mpu was not in use throughout the log file. No notable alarms were active in the log file. A customer submitted image revealed damage to the outer jacket of the mobile power unit (mpu) patient cable. The heartmate mobile power unit (serial number mpu-47983) was inspected at the service depot. Visual inspection confirmed multiple holes and tears in the mpu patient cable. The unit was connected to a mock circulatory loop and connect power alarms activated once the driveline was connected to the system controller. The customer received a replacement unit and the returned mpu was planned to be scrapped. The mpu was forwarded to the product performance engineering (ppe) group for further analysis. The forwarded mpu underwent resistance and insulation testing. Evaluation of the patient cable revealed that the orange (15 vcc power) and yellow (15 vcc power) wires were shorting to the shielding and to one another. The layers of the patient cable were removed at the location of the cable damage in order to inspect the underlying wires. It was found that the orange and yellow wires were damaged and exposing the inner conductors. The root cause of the no external power alarm was determined to be due to the mpu¿s positive voltage wires shorting to shielding and to each other. The root cause of the damage was reported to be due to the patient¿s dog chewing on the mpu patient cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.